Manufacturer narrative:
It is not noted whether the patient came in because of pain or because it was her 6 month post-op visit. Complete visit notes: "patient has a broken rod on the right side between the l5 and s1 screws. It was explained to the patient that there are two reasons for rod breakage one is too much stress and doctor bending the rods. Because of where the rod broke it would seem to indicate that the rod was under severe stress. This could have something to do with the patients weight. (B)(4). Exemption e2017030.

Event description:
Original surgery was completed on (B)(6) 2018. Patient was seen and had x-rays done on (B)(6) 2018 and the rods were intact. On (B)(6) 2018, the patient returned for more x-rays and 1 rod had a visible fracture from l5-s1.